Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the intellivue mx800 patient monitor failed to alarm during a cardiac arrhythmia. On (B)(6) 2019 at 03:12, the patient in bed mkicu07 was in vtach and no alarm was generated. The patient died.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site to collect the alarm logs from the central station, the clinical audit log, the device report and status log from the bedside monitor. The logs were forwarded to the philips remote service engineer (rse) for analysis. The investigation of the clinical audit log showed that the ECG/arrhythmia alarms for bed mkicu07 were turned off on (B)(6) 2019 at 20:34:43 and were not turned back on until (B)(6) 2019 at 03:51:32. The alarms were not active at the time of the reported event, therefore no alarm was generated for the vtach. The customer was advised about the investigation results by letter. The device worked as intended and there was no malfunction of the monitor. This issue was caused by the fact that arrhythmia alarms were switched off at the time of the reported event and alarm indication was stopped. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.